Event description:
It was reported by the patient that the device had been beeping and played alert tones. Follow up was unsuccessful in obtaining any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.